Event description:
It was reported that .. "On (B)(6) 2010, the patient underwent the surgery with the xia lp. On (B)(6) 2013, the patient underwent the implants removal surgery. At that time the surgeon found through the x-ray that the screw was broken. The surgeon was not able to remove the tip of broken screw. And the removal surgery was completed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Evaluation is anticipated but device was discarded by hospital.

Manufacturer narrative:
Method: device history review, risk assessment. Results: the customer reported that a xia lp polyaxial screw was found fractured before an implant removal surgery two years from the initial surgery. The device was not returned for evaluation. The cause of the event is likely due to applied load over time causing the screw to fatigue, loosen and break. The IFU states that ¿implants cannot indefinitely withstand the activity level and loads of normal healthy bone and in the case that healing is delayed, does not occur or failure to immobilize the delayed/nonunion the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture." However, the mentioned causes could not be confirmed. Conclusion: the root cause of the failure is likely due to nonunion.

Event description:
It was reported that "on (B)(6) 2010, the patient underwent the surgery with the xia lp. On (B)(6) 2013, the patient underwent the implants removal surgery. At that time the surgeon found through the x-ray that the screw was broken. The surgeon was not able to remove the tip of broken screw. And the removal surgery was completed."